Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and was treated with medication. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal discomfort and tenderness. A peritoneal effluent fluid culture and cell count (wbc = 2144 u/l, polymorphs = 79%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg every 5 days (6-hour dwell, 5 total doses), and oral diflucan 100 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on approximately (B)(6) 2024, and the patient¿s vancomycin was continued (completed (B)(6) 2024). Additionally, per protocol the patient¿s pd transfer line was replaced. After the second dose of vancomycin, the patient demonstrated significant clinical improvement (abdominal tenderness and discomfort resolved), and the patient¿s peritoneal effluent fluid also improved (clear with fibrin present). A repeat peritoneal effluent cell count was obtained on (B)(6) 2024 (per protocol) and the patient¿s wbc count decreased to 23 u/l, and no polymorph cells were noted. The pdrn reported the patient failed to follow aseptic technique during treatment initiation and termination by not wearing a mask, and/or incorrect hand hygiene prior to connection and disconnection from the liberty cycler set, and a touch contamination event occurred (stay safe organizer utilized daily). The patient and her caregiver have been reeducated on peritonitis prevention, and the patient¿s caregiver will perform each connection and disconnection of treatment daily. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient is recovering from the serious adverse events and a repeat peritoneal effluent fluid culture will be obtained next week.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal discomfort and tenderness, which required antibiotic therapy. Causality was attributed to a touch contamination event, as the patient failed to follow aseptic technique during treatment initiation and termination by not wearing a mask, and/or performing proper hand hygiene. Going forward, the patient¿s caregiver will perform each connection and disconnection of treatment daily. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. Should additional information become available, the clinical investigation and file will be updated accordingly.

Event description:
On 15/sep/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and was treated with medication. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal discomfort and tenderness. A peritoneal effluent fluid culture and cell count (wbc = 2144 u/l, polymorphs = 79%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg every 5 days (6-hour dwell, 5 total doses), and oral diflucan 100 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on approximately (B)(6) 2024, and the patient¿s vancomycin was continued (completed (B)(6) 2024). Additionally, per protocol the patient¿s pd transfer line was replaced. After the second dose of vancomycin, the patient demonstrated significant clinical improvement (abdominal tenderness and discomfort resolved), and the patient¿s peritoneal effluent fluid also improved (clear with fibrin present). A repeat peritoneal effluent cell count was obtained on (B)(6) 2024 (per protocol) and the patient¿s wbc count decreased to 23 u/l, and no polymorph cells were noted. The pdrn reported the patient failed to follow aseptic technique during treatment initiation and termination by not wearing a mask, and/or incorrect hand hygiene prior to connection and disconnection from the liberty cycler set, and a touch contamination event occurred (stay safe organizer utilized daily). The patient and her caregiver have been reeducated on peritonitis prevention, and the patient¿s caregiver will perform each connection and disconnection of treatment daily. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient is recovering from the serious adverse events and a repeat peritoneal effluent fluid culture will be obtained next week.